Event description:
It was reported that the device exhibited error code: 1270. Event occurred before patient use, during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. A review of the event history log (ehl) showed error code 1270. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the battery. As a result, a functional test was performed and passed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.